Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported gladius guide wire was returned for evaluation. The returned gladius guide wire was found helically deformed for approximately 55cm from the tip. The deformation pattern suggested that the wire surface was rubbed strongly. At approximately 130-155cm from the tip, the wire shaft was found bent. The ptfe-coated wire shaft was intermittently and linearly peeled off in the longitudinal direction at approximately 143-160cm from the tip. The peeled segments all came out in three parallel lines, indicating that the metal chuck of a torque device very likely scraped the ptfe coating. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated most likely with the metal chuck of a torque device that was probably incompletely loosened at the time it was moved over the guide wire. It was concluded that this event was not attributed to product quality. Although it was reported that the patient passed away several days after the procedure, given the multimorbidity in the patient, it was concluded that patient death was not likely to be attributed to this event. No CAPA will be taken. Instructions for use (IFU) states: [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that an asahi gladius guide wire was used with an unspecified balloon catheter during a complex percutaneous peripheral intervention (ppi) to treat a heavily calcified chronic total occlusion (cto) in the distal superficial femoral artery (sfa) and the proximal popliteal artery. Due to problems with incompatibility of the two guide wires (a non-asahi command sl guide wire and the gladius guide wire) and the concomitant balloon catheter, loss of the wire coating occurred on both the non-asahi command sl guide wire and the gladius guide wire. When the gladius guide wire was used with the balloon catheter to cross the lesion, the manipulation of the guide wire was difficult from the onset of the procedure. Neither the guide wire nor the balloon catheter passed the lesion. When attempting to remove the gladius guide wire, the guide wire was found stuck inside the balloon catheter. Eventually, both the gladius guide wire and the balloon catheter could be removed, but the two devices were found significantly elongated and curved due to the strong resistance and the force initially applied. When attempting to resume the procedure, the unspecified 45cm-long sheath was blocked to prevent the insertion of the concomitant devices. An unspecified 0.035-inch guide wire was able to be inserted and the sheath was then replaced. Fragments of coating remained in the sheath. Plain old balloon angioplasty (poba) was performed with 0.035-inch device system to successfully reestablish blood flow. Although fragment(s) of wire coating had remained in the patient, there were no consequences. The multi-morbid patient passed away several days later.